Event description:
Caller states multiclix lancet was packaged without the safety cap. No adverse event reported. Requested return of suspect device however caller has discarded the lancet drum; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.